Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to and passed continuity and x-ray tests. The helix and difficult-to-position allegations were confirmed based on the field report and the finding of dried blood in the helix housing. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right atrial (ra) lead was attempted due to placement difficulties related to a patient tortuous anatomy and tight vasculature. Also, helix extension issues were observed. An increased surgical time at the intervention was necessary to resolve the issue. No additional adverse patient effects were reported.